Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that half height drawer 2.2 in row b was missing and not present on the bus. A field service engineer initiated the test software (hta) as the cubie pocket was absent. By utilizing the test software, the field service engineer successfully forced the release of all the pockets, subsequently cleaning and inspecting the area underneath. The pocket was returned, and it was then recognized in row b. The station was rebooted into the application, the pockets were returned, and the drawer was tested with the test software. The customer had inventory and a test pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 b1-b6 were failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.